Event description:
The customer's mother called and stated that her son rec'd blood glucose readings of "25 point something." She also alleged that her son had been vomiting and feeling ill and medicated based on the readings. A follow up call to the customer for more information found that the customer takes 43 units of lantus once in the evening as prescribed by his doctor. He did not change the dosage based on his meter readings, but was not aware the meter units of measure were incorrect. It was verified that the meter was set in mmol/l. The contact was able to reset the meter to mg/dl. No product will be returned.